Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: a review of the black box showed one reboot. The pump was returned with visible moisture in the display screen. The pump powered on with functional auditory and vibratory features, but the display screen remained blank. Additional testing for the power complaint could not be completed due to the blank display. Unrelated to the power complaint, investigation revealed that the keypad was torn at the ok keypad button. Leak testing revealed a keypad leak. The pump cover was removed, revealing internal moisture damage inside the pump. The keypad cover was removed and contamination was observed under all keypad buttons. Additionally, the pump history indicated time and date resets after reboots had occurred. When the pump cover was removed, the internal battery was observed to be leaking. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas alleging power (moisture ingress) issue. It was reported that today the patient went in the pool and subsequently the pump was not working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.